Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a malfunction of the touchscreen. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The field service engineer replaced the touch-panel. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was placed back in service at the facility.